Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse could not identify a source of the leak, but noted the instrument's pressure was 30 psi. The fse adjusted the pressure and observed the control recovery was closer to the target mean. (B)(4).

Event description:
The customer reported a leak from a coulter lh 500 hematology analyzer. The volume of the leak was approximately 5 ml and was not contained within the instrument. In addition, the customer reported quality control (qc) results were out of range and some differential qc results were not generated. The instrument operator was wearing a lab coat and gloves at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.